Event description:
It was reported, that the device battery would not charge. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received. And an evaluation is pending. A follow up report will be submitted, once the evaluation is completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that unit would not charge or turn on do to unresponsive keys on the keypad, replaced the front case assembly. Unit passed battery status and conditioning. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 29apr2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device battery would not charge. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device battery would not charge. No additional information was provided. There was no patient involvement.